Event description:
It was reported the patient presented to the emergency department due to device alert. It was determined there was oversensing on the right ventricular lead with noise noted on the electrogram. It was also reported the threshold was increasing and the r-waves were diminished. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted in the right ventricle. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that indicated apparent lead fracture.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4194 implantable pacing lead, (B)(6) 2009. (B)(4).